Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device received an air-in-line alarm. There was no reported patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A complete production failure review was not performed because the device was manufactured prior to 01jul2004 ¿ the implementation date of the erp system.

Event description:
It was reported that the device received an air-in-line alarm. There was no reported patient involvement.